Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller remembered seeing a patient at the doctor¿s office get overstimulated. The caller stated ¿some person at the doctor¿s office, and they went ballistic because the stimulation was really hitting them hard, but luckily there was a tech representative there that was able to turn it off.¿ the caller stated that it was 2-3 years ago and did not know the year, and didn¿t know the name of the patient that it happened to. No further complications were reported.